Event description:
Customer reported that the right panel has some zipper teeth that are broken. Also, the zipper is off track when an attempt is made to close it. The customer does not have the serial number because he is only returning the panel. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth broken, zipper off track. Evaluation: results: evaluation of the returned product found that on the pt access right side window the slider body is open and there are 1/4 inch stitches on zipper tape broken. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).